Manufacturer narrative:
Title: influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair. Author: adel mohammed amer al-kalei, ziheng wu and hongkun zhang, j vasc interv radiol 2018; 29:833¿840 doi: doi.org/10.1016/j.jvir.2018.02.025. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b aortic dissection. It was reported approximately 3 years post the index procedure the patient presented with a retrograde type a aortic dissection (rtaad). An unknown open surgical repair was completed which resolved the event. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.